Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open folder and one strand in two sections were received for analysis. Product code sxpp1b105. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The received suture pieces were inspected, and no breakage suture was observed. Even though the extremes were noted to be cut probably caused by a surgical instrument. Furthermore, body fluids were also observed along the strand. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. The product code sxpp1b105. Contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - could you please provide the lot number? Unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. We regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During an unknown surgery, the suture was broken during use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.